Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, there was an error when attempting to enter the double blood drop after two hour warm-up . No additional patient or event information is available. Data was returned and evaluated. The error when attempting to enter the double blood drop after two hour warm-up was confirmed via data. The root cause was determined to be an a structured query language (sql) error.